Event description:
This is a non-us adverse event. The malfunction occurred in (B)(6). The consumer reported a tampon came apart during removal and pieces of the tampon remained inside her. She believes she removed all of the remaining pieces and will not seek medical attention.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.